Manufacturer narrative:
The zoll thermogard xp ivtm system (s/n (B)(4)) was evaluated on 06/02/2016 at the customer's site. A review of the event log showed tcmid: 06 (cooling engine heating test failure) was observed, thus confirming the reported complaint. In summary, during the evaluation of the device, the resistance of the heater between the two connector pins was found to be high. This could cause the displayed error message. After cleaning the connector pins, the resistance was then at an acceptable level and cleared the error message. Unrelated to the reported issue, the display head's lithium battery and coldwell cap were replaced. The thermogard tgxp went through functional, calibration and electrical safety testing. The system passed all final functional tests. Evaluation performed at customer site.

Event description:
It was reported that during the start-up process of the thermogard xp ivtm console (s/n (B)(4)) a mid: 06 (cooling engine post failure) error message displayed. The customer attempted to re-start the system several times, however they were unable to clear the error. Another thermogard xp system was used to start and complete the therapy. No patient sequelae was reported. No additional information was provided.